Event description:
The event occurred on an unspecified date and involved a quad transpac¿ IV w/3ml flush device, safeset¿ reservoir 10cc, 84", 1 cad, administration set un-bonded. The customer reported 13 transducer's breaking and they seem to be breaking under the zeroing stop cock and at the luer lock connection going to the patient above the zeroing out stop cock. There was unknown patient involvement; harm was not and unknown human harm. There were 13 reported occurrences.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number.

Event description:
The event occurred on an unspecified date and involved a quad transpac¿ IV w/3ml flush device, safeset¿ reservoir 10cc, 84", 1 cad, administration set un-bonded. The customer reported 13 transducer's breaking and they seem to be breaking under the zeroing stop cock and at the luer lock connection going to the patient above the zeroing out stop cock. There was unknown patient involvement; harm was not and unknown human harm. Ecmanzanares 12-apr-2024.